Event description:
While starting an ion bronchoscopy procedure the image coming from the vision probe was showing lines of rainbow colors sideways, and was staticky. The physician removed the vision probe and reinstalled it and this did improve the image but was still not quite right. I called intuitive customer service and while on the phone the problem seemed to resolve so I hung up with customer service. Just as I hung up with them, the problem returned. The image would go staticky, green, and then have lines of rainbow colors. I called customer service back and we discussed the problem. They said it was most likely the vision probe itself. I did have an extra vision probe available so we installed the other vision probe and did not encounter any further problems. The defective vision probe was removed from service and a return was started with intuitive per their instructions.